Event description:
The hcp reported that the pump was removed after 45 months due to "loss of effect, catheter problem". A new pump was implanted. The explanted device was returned to the MFR for analysis. The pt outcome was reported as "good". A follow-up report will be sent if additional info becomes available to co.